Event description:
A cartridge alarm was reported by the caller, indicating a high blood glucose level. Specific values were not provided, but it was indicated as "high." The customer took corrective action by administering a correction injection via multiple daily injections (mdi). No third-party assistance was required, and the issue did not occur during the load process. Technical support assisted the caller with loading a cartridge correctly, enabling successful resumption of insulin therapy, effectively resolving the issue.